Manufacturer narrative:
Visual analysis of the returned device identified: the device was broken shell and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Physician reported the implant looks very good, but it is a bit softer on the left side. Suspected leakage on the left side, diagnosed by ultrasound. Painful lymph nodes in the axilla; otherwise suspected palpation findings. The device was explanted and replaced with non- allergan device. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported the implant looks very good, but it is a bit softer on the left side. Suspected leakage on the left side, diagnosed by ultrasound. Painful lymph nodes in the axilla; otherwise suspected palpation findings. The device was explanted and replaced with non- allergan device. Left side.